Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Patient fell. Did not report it for 2 days. On (B)(6) 2016 patient attempted therapy but could not complete it due to pain. The case report form indicates the event is possibly related to devices and possibly related to procedure. This event report was received through clinical data collection activities.